Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was reaching end of life. The patient still had therapy. Surgical intervention was undertaken to explant and replace the ipg. Effective therapy was established postoperatively.